Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  in the last couple days patient feels different after going through targets scanner . Patient feels tremor coming back more than usual. Patient wondering if there is a malfunction somewhere that they are not seeing. Agent reviewed not being able to tell patient remotely what the system is doing. Patient states therapy is on . The patient was redirected to their healthcare provider to further address the issue.